Event description:
It was reported, the customer received a no delivery alarm on their insulin pump. The customer also reported discrepancies between their sensor glucose and blood glucose readings. The customer also stated the differences in their readings would prompt the threshold suspend feature on their insulin pump. Customer stated their blood glucose was between 110 mg/dl and 130 mg/dl at the time and their sensor glucose read below 50 mg/dl. The customer's blood glucose was 130 mg/dl at the time of the call. The customer was advised of the possible causes for the inaccurate readings. Customer was advised to monitor their sensor performance. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.